Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient indicated that patient has been having increasing pain where the implantable neurostimulator (ins) was implanted. Pain has started probably within the last week. Last night it seems like the ins was heating up really hot while patient was sleeping in bed. Today she was having issues with walking on that side because the pain was radiating to her hip quite a bit. Patient turned ins off a while ago and it did not resolve the above. There was no fall or trauma reported related to this event. Patient had an MRI of brain over a month ago. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device ¿felt hot¿ internally at the site of the device and the patient had pain radiating to the left hip area from the device that caused pain when walking. The patient had no fever chills, or erythema/edema over the implantable pulse generator (ipg). It was noted that the event was unlikely related to the device or therapy, not related to the implant procedure, and resulted in an emergency room visit. There was no change when on/off. Interrogation of the device showed amplitude of 0, impedances 872-2047 at 1.5 volts. It was noted that the patient had a long history of back pain and the doctor felt the event may be due to the patient¿s known degenerative joint disease, but had the patient turn it off for a week to see if any change to symptoms. The therapy was suspended/turned off and the event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected to (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information from the healthcare professional (hcp) on august 16th reported the event was resolved without sequalae on july 24th, 2018. Additional information from the hcp on august 18th reported the cause of the implantable neurostimulator (ins) heating up while the patient was sleeping in was not determined. The hcp noted the actions taken to resolve the ins heating up while the patient was sleeping was reprogramming. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.